Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose at the time of incident was 783 mg/dl and current blood glucose is 151 mg/dl and customer's blood glucose while hospitalized was 783 mg/dl. It also reported that blood glucose level of customer when visited to emergency room was 783 mg/dl and yesterday when customer put insulin pump on at hospital blood glucose was 200 mg/dl and later on blood glucose was went to the 571 mg/dl. The date at which customer was hospitalized was (B)(6). The cause of hospitalization was diabetes ketoacidosis and high blood glucose. The customer did not experienced any symptoms. The customer was treated high blood glucose with manual injection. The customer was wearing the insulin pump during the hospitalization. The outcome of hospitalization was customer was released but kept an extra day when blood glucose was went back up after putting insulin pump back on. It also stated that the drive support cap was normal. The insulin pump will not be returned for analysis.